Manufacturer narrative:
The device have not been returned to omsc but were returned to olympus france (ofr). For evaluation. The evaluation of the device by olympus (B)(4). Confirmed the following; the reported phenomenon was reproduced. The inside of the control section and the inside of the insertion tube were wet. The control section was corroded with residue. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the heavy angle operation due to the corrosion inside the control section and the insertion tube. And it is guessed that the use of the laser caused the leakage of the instrument channel, and corroded the inside the control section and the insertion tube. If additional information becomes available, this report will be supplemented.

Event description:
The bending section of the device got stuck in up direction and didn't return to the neutral position. There was no report of patient injury associated with this event.